Manufacturer narrative:
Carefusion file identifier: (B)(4). Any additional information received from customer will be included in a follow up report. . At this time carefusion is waiting for components from customer for evaluation. (B)(4).

Event description:
The customer reported while using the avea ventilator, it was found not delivering any flow. The customer did not report patient involvement or patient harm, at this time it is unknown.

Manufacturer narrative:
A carefusion field service representative (fsr) went onsite to evaluate the reported issue. The fsr confirmed that the device was not delivering any flow. The fsr tried characterizing the flow control valve but it did not resolve the issue. The fsr replaced the gas delivery engine to resolve the reported issue. The fsr also noted some internal components were physically broken so the fsr replaced those components as well. Device evaluation: the carefusion service department evaluated the reported the gas delivery engine (gde). The gde was received damaged therefore limited testing could be performed. They were able to confirm the flow control valve characterization was failing but no further testing could be performed. No further testing could be performed.